Event description:
On (B)(6) 2009, dealer notified us via e-mail, with a complaint related to a jackson tracheostomy tube (item number (B)(4)). Dealer reported that an end-user allegedly suffered an infection as a result of using the jackson tracheostomy tube. On (B)(6) 2009, via telephone, spoke to the end-user and he reported that after 2 days use on his new jackson tracheostomy tube, he developed an alleged infection. He went to the doctor and was admitted to the hospital. The jackson tracheostomy tube was removed and the pt fully recovered.

Manufacturer narrative:
This device was manufactured using (B)(4). There may be isolated incidences of allergic reactions to the nickel. We have only received one other complaint of allergic reactions. This device has been discontinued since (B)(4) 2008.